Event description:
It was reported that there was a dark colored fiber that came out of the healon syringe. The fiber was aspirated with the phacoemulsification machine during the surgery. The patient has no problems. There is no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6a: if implanted, give date: n/a. Healon is not an implantable device. Section d6b: if explanted, give date: n/a. Healon is not an implantable device. Section e1 telephone number : (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.